Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample. The results were: initial sodium 155 mmol/l, repeat 140 mmol/l. Initial potassium 5.37 mmol/l , repeat 4.23 mmol/l. Initial chloride 93.2 mmol/l, repeat 104.8 mmol/l. The initial results were reported outside the laboratory and were questioned by the physician. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. All other chemistry assay repeat results matched with the initial results. The field service representative was unable to determine a cause and could not duplicate the problem. He performed instrument checks with results within specifications. The investigation could not determine a specific root cause. The repeat results recovered in the opposite direction from the initial results. Typical causes of this type of behavior include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode. Calibration and qc were acceptable on the day of the event.